Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.25 x 16mm stent delivery system was returned for analysis with a haemostatic valve attached. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks and a break 19.7cm distal to the distal end of the strain relief. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 80-90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, while trying to cross the lesion, the shaft broke outside the patient 20-25cm distal from the hub. The device was completely pulled out and another device was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The 80-90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, while trying to cross the lesion, the shaft broke outside the patient 20-25cm distal from the hub. The device was completely pulled out and another device was used to complete the procedure. No patient complications were reported.